Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a guidewire into an introducer needle is confirmed but the root cause could not be determined. The product returned for evaluation was one guidewire. A gross visual inspection of the returned sample found that use residue was present on the guidewire and the flexible portion of the guidewire had a slight bend. Microscopic inspection of the guidewire found that a coil of the outer coil wire just below the weld tip was bent and misaligned. The coil stuck out from the surface far enough that it would impede insertion into an introducer needle. Inspection of deformed coil's surface was unable to identify scratch marks or any other damage. The combination of deformation and usage residues observed suggested that resistance during attempted use may have contributed to the damage; however, it could not be determined if any additional factor(s) also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the guidewire has a lump at the tip and cannot go through the needle. As a result, this required a new insertion with penetration of the blood vessel proximal to the previous insertion.